Event description:
Pt tested blood glucose and obtained "lll" on suspect device. This did not match her symptoms. At ER, her blood glucose result was 500 mg/dl. She was admitted and her blood glucose readings have now dropped to 300's (in hosp).